Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Based on technician statement, during customer's routine check, gas supply test, internal leakage test and o2 cell/sensor test failed during puc. Both nozzle units on air and o2 gas module were found damaged, as a result from too high pressure from hospital's wall supply. Nozzle units on both gas module were replaced to solve the issues. The device was delivered to the user in working condition. According to the manufacturer's guidelines, the preventive maintenance of the system must be performed by authorized personnel at least once a year, or every 5000 hours of operation, whichever comes first. One of the parts which must be replaced in order to keep the ventilator function safe for the patients are nozzle units, which are also included in maintenance kit 5000 hours. It is essential to replace nozzle unit as specified in our device documentation to avoid failure of the device. Based on information provided by technician last preventive maintenance was performed on october 10, 2024, which is sooner then a year, or every 5000 hours of operation. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to nozzle units being damaged by environmental conditions being outside the expected range.